Manufacturer narrative:
The device was not returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, a probable cause could not be established for the reported malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that in the colonovideoscope an endoscope communication error b30 occurred. The issue occurred during inspection for use. There were no reports of patient involvement.